Event description:
Mycobacterium chimaera positive culture from possible sorin water heater cooler device, from index 2014 surgery. Date of use: (B)(6) 2014. Diagnosis or reason for use: aortic valve replacement.